Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient was in pre-op for a generator replacement surgery, due to suspected battery depletion. Pre-op diagnostics of the device revealed that the device was registering high impedance. Information was found in the clinic notes that the high impedance had been see prior to the patient getting to the surgery. The patient's generator was replaced, and the new generator still registered high impedance, suggesting that the issue was with the lead. The surgery was concluded without the lead being replaced. Attempts for further information regarding the high impedance have been unsuccessful to date.